Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07084. It was reported the pt had not received effective stimulation from the scs system since implant. The pt reported she felt stimulation in her feet and upper body, but not in her pain area. Reprogramming had not resolved the issue. In addition, the pt also reported she had pain at the ipg site and the lead site. The pt reported the physician had explanted the entire system due to the issues. The pt reported the pain had persisted after the explant procedure. The pt was not sure of the explant date, so the physician's office was contacted to obtain the explant date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.